Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Based on log review, the instrument was found to have multiple engagement failures (wrist pitch axis failed to engage). The failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and self-check tests. Energy delivery test was performed and passed. The jaws opened and closed properly and moved side to side successfully. However, the jaws were unable to move up and down. The housing was removed and the instrument was found to have a broken snake wrist cable at the proximal end. As a result, a loose snake wrist cable was observed at the distal end. Upon visual inspection, all 9 jaw ceramic dots were found to be present at the tips. The instrument was connected to the e-100 generator without any issues. Visual inspection was performed and the instrument was found to have tears on the jaw cover. The tears were approximately 0.024 - 0.028 in size.

Event description:
It was reported, that during a da vinci-assisted radical cystectomy surgical procedure. After the customer washed the wrist of the synchroseal, and tried to insert it, an error occurred. And the customer could not insert it. The customer reportedly, removed the adapter and cleaned the disk. But, the issue was not resolved. The procedure was completed with no reported injury.